Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. B25899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2012, cervix carcinoma stage 0, dysplasia and trichomonal vaginitis. Concurrent conditions included drug allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("mine is right side"), complication of device insertion ("she couldnt get one in"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("left hip"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the procedural pain, complication of device insertion, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown. The reporter considered arthralgia, complication of device insertion, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff reported physician could not get one in so why not try two. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (B)(6) 2014: gross description: received 1n formalin labeled "melissa hall" and "uterus" and consists of a 92.0 g 8.5 cm fundus to cervix. 6.5 cm cornu to cornu and 5.0 cm anterior to posterior hysterectomy specimen without attached bilateral adnexa. The serosal surface is tan-pink and glistening. The 4.0 cm cervix has a tan-pink glistening ectocervix which contains a 2.8 cm patent cervical os. The uterus is bivalved to reveal a slightly furrowed endocervix with a well-defined squamocolumnar junction. The 4.5 x 2.5 cm endometrial cavity is lined by a 0.1 cm tan-pink hemorrhagic endometrium. The remaining uterus is sectioned to reveal a 2.5 cm in thickness myometrium with a tan-pink trabeculated cut surface. No infiltrating lesion or fibroids are identified. Also located within the cornu area are silver metallic portions of metal consistent with tubal ligation. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain and device difficult to use. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, dyspareunia, vaginal discharge, hip pain were added. Lot number & lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and fallopian tube perforation ('perforated both my tubes / migration of coils') in an adult female patient who had essure (ess205) (batch no. B25899-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2012, cervix carcinoma stage 0, dysplasia and trichomonal vaginitis. (B)(6) 2014:gross description: received 1n formalin labeled "melissa hall" and "uterus" and consists of a 92.0 g 8.5 cm fundus to cervix. 6.5 cm cornu to cornu and 5.0 cm anterior to posterior hysterectomy specimen without attached bilateral adnexa. The serosal surface is tan-pink and glistening. The 4.0 cm cervix has a tan-pink glistening ectocervix which contains a 2.8 cm patent cervical os. The uterus is bivalved to reveal a slightly furrowed endocervix with a well-defined squamocolumnar junction. The 4.5 x 2.5 cm endometrial cavity is lined by a 0.1 cm tan-pink hemorrhagic endometrium. The remaining uterus is sectioned to reveal a 2.5 cm in thickness myometrium with a tan-pink trabeculated cut surface. No infiltrating lesion or fibroids are identified. Also located within the cornu area are silver metallic portions of metal consistent with tubal ligation. Concurrent conditions included drug allergy, pap smear abnormal, vaginal bleeding, dysmenorrhea and menstrual irregularity. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), procedural pain ("mine is right side"), complication of device insertion ("she couldnt get one in"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("left hip"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the fallopian tube perforation, procedural pain, complication of device insertion, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown. The reporter considered arthralgia, complication of device insertion, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff reported physician could not get one in so why not try two. Coils visible on either side. The essure implant perforated both my tubes ended up in the e.r. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain and device difficult to use, genital haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she couldnt get one in". In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("mine is right side"). The patient was treated with surgery (to remove surgery). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and procedural pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and procedural pain to be related to essure (ess205). The reporter commented: plantiff reported physician could not get one in so why not try two. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain and device difficult to use. Most recent follow-up information incorporated above includes: on 2-feb-2018: information received via social media: reporter information updated. Event mine is right side (interpreted as procedural pain) and she couldn¿t get one in (interpreted as device insertion difficult) was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. B25899-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 2012, cervix carcinoma stage 0, dysplasia and trichomonal vaginitis. Concurrent conditions included drug allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("mine is right side"), complication of device insertion ("she couldn't get one in"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("left hip"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the procedural pain, complication of device insertion, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown. The reporter considered arthralgia, complication of device insertion, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff reported physician could not get one in so why not try two. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion (B)(6) 2014:gross description: received in formalin labeled "melissa hall" and "uterus" and consists of a 92.0 g 8.5 cm fundus to cervix. 6.5 cm cornu to cornu and 5.0 cm anterior to posterior hysterectomy specimen without attached bilateral adnexa. The serosal surface is tan-pink and glistening. The 4.0 cm cervix has a tan-pink glistening ectocervix which contains a 2.8 cm patent cervical os. The uterus is bivalved to reveal a slightly furrowed endocervix with a well-defined squamocolumnar junction. The 4.5 x 2.5 cm endometrial cavity is lined by a 0.1 cm tan-pink hemorrhagic endometrium. The remaining uterus is sectioned to reveal a 2.5 cm in thickness myometrium with a tan-pink trabeculated cut surface. No infiltrating lesion or fibroids are identified. Also located within the cornu area are silver metallic portions of metal consistent with tubal ligation. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain and device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch not invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and fallopian tube perforation ('perforated both my tubes / migration of coils') in an adult female patient who had essure (ess205) (batch no. B25899-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2012, cervix carcinoma stage 0, dysplasia and trichomonal vaginitis. (B)(6) 2014:gross description: received 1n formalin labeled "melissa hall" and "uterus" and consists of a 92.0 g 8.5 cm fundus to cervix. 6.5 cm cornu to cornu and 5.0 cm anterior to posterior hysterectomy specimen without attached bilateral adnexa. The serosal surface is tan-pink and glistening. The 4.0 cm cervix has a tan-pink glistening ectocervix which contains a 2.8 cm patent cervical os. The uterus is bivalved to reveal a slightly furrowed endocervix with a well-defined squamocolumnar junction. The 4.5 x 2.5 cm endometrial cavity is lined by a 0.1 cm tan-pink hemorrhagic endometrium. The remaining uterus is sectioned to reveal a 2.5 cm in thickness myometrium with a tan-pink trabeculated cut surface. No infiltrating lesion or fibroids are identified. Also located within the cornu area are silver metallic portions of metal consistent with tubal ligation. Concurrent conditions included drug allergy, pap smear abnormal, vaginal bleeding, dysmenorrhea and menstrual irregularity. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On(B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), procedural pain ("mine is right side"), complication of device insertion ("she couldnt get one in"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and arthralgia ("left hip"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy lysis of adhesions). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and arthralgia had resolved and the fallopian tube perforation, procedural pain, complication of device insertion, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown. The reporter considered arthralgia, complication of device insertion, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff reported physician could not get one in so why not try two. Coils visible on either side. The essure implant perforated both my tubes ended up in the e.r. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain and device difficult to use, genital haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event "perforated both my tubes / migration of coils" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove surgery). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.